Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). After crossing the lesion with a guidewire, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured and a pinhole was noted. The device was removed and replaced with a non-boston scientific balloon catheter followed by placement of a 10x40 epic stent. Finally, post-dilatation was performed with a 8x40 mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient was in good condition after the procedure.